Event description:
This ra lead threshold increased to 4.0. At the patient's last visit the threshold was 1.8. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.